Event description:
While performing laparoscopic procedure, stopcock on trocar broke off. Staff and physician indicated that no pressure or torque were applied to the item to cause breakage. Unit was immediately replaced with no further problem. No patient injury occurred. No other devices in use at the time of occurrence had relation to incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.